Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurement, measuring greater than 125 ohms. The impedances had been running in the 90's and the highest was 118 ohms. No adverse patient effects were reported. This patient will continue to be monitored at this time. This product remains in-service.